Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (essure removal in (B)(6) 2013). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: plaintiff never experienced the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to conduct any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2005, and reported adverse events including chronic pelvic pain / increasingly severe pain. A surgery to remove essure was performed approximately 8 years after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the event after essure insertion. Considering its nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal was required. As a product quality detect could not be confirmed but is considered plausible, a relationship with me reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and chronic cervicitis. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (total vaginal hysterectomy with left salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: plaintiff never experienced the reported conditions prior to undergoing the essure procedure. Discrepancy noted: date(s) of removal: (B)(6) 2013, (B)(6) 2013 (B)(6) 2013 (per mr). Pre and postop diagnoses: menorrhagia procedure: total vaginal hysterectomy with left salpingectomy history: patient with long history of menorrhagia. Operation: the right tube was surgically absent. The left tube was normal. It did have an essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to conduct any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter's and product information added. Medical history added. No new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and chronic cervicitis. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (total vaginal hysterectomy with left salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: plaintiff never experienced the reported conditions prior to undergoing the essure procedure. Discrepancy noted: date(s) of removal: (B)(6) 2013. On (B)(6) 2013 (per mr). Pre and postop diagnoses: menorrhagia. Procedure: total vaginal hysterectomy with left salpingectomy. History: patient with long history of menorrhagia. Operation: the right tube was surgically absent. The left tube was normal. It did have an essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (essure removal in (B)(6) 2013). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, dyspareunia and tooth disorder outcome was unknown. The reporter considered back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: plaintiff never experienced the reported conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2005, and reported adverse events including chronic pelvic pain / increasingly severe pain. A surgery to remove essure was performed approximately 8 years after placement. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the event after essure insertion. Considering its nature and absence of alternative explanation, causality cannot be excluded. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.